Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
Concomitant medical product: 10ml bd syringe. The customer¿s experience of a syringe emptying sooner than expected was not confirmed; review of the pcu event log shows that the volume in the syringe emptied as it was programmed. The log shows that at 9:48 pm on (B)(6) 2015, the user selected a 10ml bd syringe with 8.2103ml detected. The user restored the previous fentanyl drip programming running at 0.1ml/hr and started the infusion. At 9:48 pm, the user changed the rate to 0.97ml/hr, which made the dose 4.97mcg/kg/hr. At 1:23 am, the user restored a previous bolus dose of 0.97mcg to infuse over 10 minutes. At 4:44 am, the user programmed a bolus dose of 1mcg to infuse over 10 minutes. At 6:02 am, the device alarmed for near end of infusion, and at 6:25 am, the infusion was completed, and the device was channeled off. The volume infused during this period was 8.2173ml. The module was received in overall fair condition. The instrument seal was intact; the only anomaly observed was that the device was noted to have minor dents and cracks along the bottom of the front and rear case. The volume recorded as having been infused matches the starting volume of the syringe. The reason the syringe emptied faster than the user expected was due to the rate of the infusion having been changed to 0.97ml/hr.

Event description:
The customer requested an event log review for a fentanyl infusion on a post-operative patient that was "programmed correctly and syringe ran out several hours too early". Reportedly a 10 ml syringe with 10mcg/ml, and a starting volume of 10ml, was started at 2145, but was found empty at 0600. The ordered dose was 0.5mcg/kg/hr and the patient's weight was (B)(6). Two boluses doses were also administered, one at 01:24 and one at 04:46 and were each 0.975mcg. The clinician recalls that tpn was infusing at 8.5ml/hr and lipids at 1.22ml/hr at the same time. There was no report of patient harm or medical intervention; there was no significant change in pt status throughout the night, and she was reported to have tolerated her vent settings and maintain o2 sats at 21% fio2 throughout the shift. Although she remained somewhat sedated she would still get agitated when disturbed, and did need the bolus doses for sedation. Although the nurse reported that a second nurse had verified the settings, the clinician, in hindsight, is not certain that she set up the infusion correctly when she changed out the lines during her shift.